Manufacturer narrative:
The device was received for evaluation. During functional testing, door issues was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch failed to function properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had door close issues. This occurred testing in the biomed service department. There was no patient involvement. No additional information is available.